Event description:
It was reported that removal difficulties occurred. The 80% stenosed target lesion was located in mildly tortuous and mildly calcified left anterior descending artery. After the non-boston scientific (bsc) wire crossed the lesion, a 20mm x 2.25mm nc quantum apex balloon catheter was advanced for dilatation. Inflation was performed three times at 28 atmospheres. However, during the removal, the balloon had difficulty pulling back off from the non-bsc guidewire despite of a lot of persistence to complete. Eventually, the device was carefully and forcefully retraced to get off the guide wire and the balloon removed fully deflated. It was noted that the balloon and shaft appear to be stretched from pulling. The procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an nc quantum apex balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. The guidewire used in the procedure was not returned for analysis, so a test guidewire was used for functional testing. The guidewire passed through device with no resistance or issues. The guidewire was inserted through both the rapid port exchange and the tip of the device and encountered no difficulties. Product analysis did not confirm the reported events as the guidewire passed through the device with no resistance or issues. There was no damage or irregularity found to the device.

Event description:
It was reported that removal difficulties occurred. The 80% stenosed target lesion was located in mildly tortuous and mildly calcified left anterior descending artery. After the non-boston scientific (bsc) wire crossed the lesion, a 20mm x 2.25mm nc quantum apex balloon catheter was advanced for dilatation. Inflation was performed three times at 28 atmospheres. However, during the removal, the balloon had difficulty pulling back off from the non-bsc guidewire despite of a lot of persistence to complete. Eventually, the device was carefully and forcefully retraced to get off the guide wire and the balloon removed fully deflated. It was noted that the balloon and shaft appear to be stretched from pulling. The procedure was completed. There were no patient complications reported.